Manufacturer narrative:
X-ray review, labelling review, risk assessment. The reported event was confirmed via x-ray examination. The device was not returned as it remains implanted in the patient. Catalog/lot number was not provided, therefore, manufacturing records were not reviewed. The potential root causes include poor surgical candidate or bone quality, excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over exerts.

Event description:
It was reported that post operatively, the caudal screws on a two level plate pushed through the spring bar locking mechanism. There are no known reports of adverse health consequences to the patient.

Event description:
It was reported that post operatively, the caudal screws on a two level plate pushed through the spring bar locking mechanism. There are no known reports of adverse health consequences to the patient.